Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A longitudinal tear was present in the balloon the tear stretched from the distal transition zone in the balloon and it extended proximally for a total length of 23mm in length. An examination of the balloon material identified no issues which could potentially have contributed to the tear. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0x40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0x40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.